Event description:
Did the failure occur with control or patient samples? What was the expected result? Atcc strain of s. Aureus. What is the microorganism released by the equipment? S. Epidermidis. Was there an impact on the patient? No. If possible, provide: reports with results, photos, binary files, machine log, protocol used and other reagents that may interfere with the result. Wed jul 19 16:40:15 utc 2023 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. (B)(6): (B)(6) 2023 16:39:22 (gmt) misidentification of the atcc strain of s. Aureus. Device is identifying s. Epidermidis.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00848 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification occurred of atcc strain of s. Aureus. To s. Epidermis. No patient impact was provided. The following information was provided by the initial reporter: misidentification of the atcc strain of s. Aureus. Device is identifying s. Epidermidis.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.